Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe during use. The following information was provided by the initial reporter: "foreign matter".

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe during use. The following information was provided by the initial reporter: "foreign matter".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one sample was received and evaluated. It came with no packaging blister. Visual inspection was performed under a 30x microscope. No foreign matter or any other defect was found. This syringe was already used. Also. One photo was provided. It shows a syringe and handwritten a circle where something is on the stopper surface; it could be silicone, or something else; from the photo it is not clear what it is. Based on the investigation and with the analysis of the sample, the symptom reported by the customer could not be confirmed. A probable root cause is unknown. A device history review could not be completed as no batch number was provided.